Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm maverick balloon and then the 3.00x20mm promus element stent was advanced to the lad but was unable to cross the lesion. The lesion was redilated and another of the same device was successfully implanted to complete the procedure. No patient complications were reported with the patient's status listed as stable. However, returned product analysis revealed stent damage. This product is only ous approved but is similar to an approved us device.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 6:00 am the patient obtained the blood glucose reading of 86 mg/dl on the reported meter, which he claimed was inaccurately high compared to his feelings. At that time, the patient was experiencing the symptoms of weakness, dizziness and he became unresponsive. The patient was treated with orange juice and emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level to be 39 mg/dl. The patient was treated intravenously with glucose. The patient noted on (B)(6), 2010 at 10:00 pm he had taken four units novolog insulin. Troubleshooting revealed the patient was incorrectly cleaning the fingerstick puncture site, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, and there was no delay in treatment. However, as the meter reading did not correlate with the symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.